Event description:
A peritoneal dialysis (pd) patient experienced refractory peritonitis. The cause, hospitalization, treatment and patient outcome were not reported. Pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a3, b2, b5, b6, b7 and d10. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis. On an unreported date, the patient was hospitalized for the event. It was unknown if the patient was treated with antibiotic treatment for the event. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.